Event description:
Customer reported that she changed the code in her meter and the unit of measurement setting of her freestyle blood glucose monitor has now changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product return has been requested. Follow up report will be submitted when investigation results are available. Customers and retailers have been informed.